Event description:
I have had the last four libra 3 sensors give false information. I received numerous alarms of low blood sugar especially in the middle of the night. When this happens, I get up and eat to correct the problem. I started to notice that if I waited a couple of minutes the reading on the sensor would start elevating. Within a couple of minutes the reading would show normal. I realized that I may have been eating to correct the blood sugar and there was not an actual problem. This would lead to my blood sugar going up and out of range. This happened with three different monitors and I contacted the company. They said they would only replace one as they asked me if I tested with my manual monitor. I told them I had not as I trusted the monitor to inform me. They replaced one. I am currently wearing one that has also shown not to be a true alarm situation. I have lost faith in the monitor and don't know if another brand may be better. I wait to see if the monitor starts trending up which puts me in jeopardy when my blood sugar is really low and should be corrected. It only takes a short time before a low blood sugar is life threatening. I ran all of the serial numbers through the check system on the alert from abbot. It shows all the numbers are not affected by the recall. This is not true as I have had this problem with the last four (wearing one now) monitors. I do not have all of the dates that this has happened. There has been many times in one night. List all current prescription medications: I can give a list. Too many to use phone. Pt code: 4582. Device code: 1535. Ref reports: mw5180004, mw5180005, mw5180006.